Manufacturer narrative:
This event could not be verified event though multiple requests for information were made to physician. Additionally, the product was not returned to the manufacturer for evaluation, thus testing could not be performed. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Because the event could not be verified by the manufacturer, the cause of the (potential) event could not be determined. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Case was reported as an explant approximately six weeks post achilles tendon repair using orthadapt augmentation due to infection; however, the event could not be verified event though multiple requests for information were made to physician.